Manufacturer narrative:
(B)(4). Batch # n92m49. The analysis results found that the b5st device was returned with no damage in the external components. In addition, the tyvek was returned for analysis. The device was visually inspected and no missing pieces were observed from the sealing components. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, went to use the trocar and a piece of black plastic fell into the patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient.